Event description:
It was reported that the user experienced loss of glucose readings when the dexcom g7 showed a brief sensor issue, and the caregiver was advised to wait for recovery and use a fingerstick value entered into the ilet pump. Symptoms included temporary unavailability of continuous glucose data. Outcomes included user education and restoration plan for glucose monitoring without medical intervention or hospitalization. Investigation included customer interview and review of device alert history. Investigation of this case revealed a sensor communication or performance interruption consistent with a brief sensor issue, with no pump malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was a transient sensor-related issue that resolved with standard guidance.